Manufacturer narrative:
Abuse by the consumer from failure to take preventive action to properly clean the humidifier caused this failure.

Event description:
Consumer claims her humidifier caught on fire. No property damages or injuries were reported with this incident.